Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accutni (troponin I) results generated on the synchron lx I 725 clinical sys. The initial erroneous results were reported outside the lab. The pt sample was retested on another instrument and the results were within the normal reference range. The corrected results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field svc engineer (fse) was not dispatched to the site to investigate the instrument. The bci customer technical support instructed the customer to troubleshoot the instrument. Through the troubleshooting, the customer found a contaminated substrate. The customer performed the decontamination procedure with passing results. Customer indicated that the sys is functioning according to spec. The root cause for this event is substrate contamination. This is two of two separate MDR reports related to two pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-01942 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 and 10/23/2010 for add'l reportable events.